Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site with no portion of the j stiffener wire received. X-ray of lead confirms j stiffener wire fracture and confirms that no portion of the j stiffener wire was received.

Event description:
Device analysis is provided.